Manufacturer narrative:
Product ID: 3487a-33, lot# 0206753392, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead, model # 3487a-33, lot 0206753392, found no anomaly.

Event description:
It was reported that high impedance of greater than 10,000 ohms was measured on contact #2. It was noted patient symptoms or complications included pain. It was noted that the lead remained implanted. It was further noted that contact #2 was excluded from the programming. It was noted that one day prior to the report the lead was replaced. It was further noted that the percutaneous extension was ¿maintained.¿ it was noted that impedance was measured again and a value of greater than 10,000 ohms was observed. It was further noted impedance on contact #3 was less than 50 ohms. It was noted the health care professional decided to ¿maintain¿ the lead. It was further noted contact #0 and #3 were used for programming. It was noted actions required as a result of this event included diagnostic testing, hospitalization, required surgical intervention, reprogramming and revision. It was noted the patient felt stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).